Manufacturer narrative:
Based on the claim against the product by the customer noting that the endoscope exhibited inverted movement after the position was flipped from up to down, an investigation was completed to determine the cause of this reported event. An intuitive surgical (is) technical support engineer (tse) was checked the logs and observed no engagement errors. It was noted that the endoscope gets stuck, and a grinding noise could be heard when rotating. The faulty endoscope was replaced with a spare endoscope. Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted low anterior resection surgical procedure, the image flipped with the 30-degree endoscope. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope exhibited inverted movement after the position was flipped from up to down. An intuitive surgical (is) technical support engineer (tse) was checked the logs and observed no engagement errors. It was noted that the endoscope gets stuck, and a grinding noise could be heard when rotating. The faulty endoscope was replaced with a spare endoscope. The procedure continued as planned. There was no report of patient injury. On 20-mar-2023, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console. Small movements seemed to be exaggerated (small movements of the arms at the console translated into larger movements inside the patient). The movements of the arms were also reversed (moving the arm to the right at the surgeon console moved the instrument in the opposite direction inside the patient). There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference or external collisions. The issue was persistent; once it occurred it only ceased once the instruments and camera had been exchanged for new ones. No photographic images or video recordings are available. The issue occurred approximately 45 minutes into the procedure.